Event description:
This report was received from (B)(6) and is a spontaneous report from a nurse with supplemental information by a physician in the (B)(6) of break in aseptic technique loose stools and bacterial peritonitis with culture positive for pseudomonas in a patient, coincident with dianeal pd2 unknown bag therapy for ambulatory peritoneal dialysis (apd). On (B)(6) 2012, the physician stated that the patient was re-admitted to the hospital for abdominal pain, clogged catheter and possibly an unresolved peritonitis. Patient started on remedial therapy with ciprofloxacin (200mg, IV, every 12hours), metronidazole (500mg, IV, every 8hours) and esomeprazole (400mg, IV, every day) and potassium alum tablets (three times per day, dose and route not reported). It was not reported if the events of bacterial peritonitis, loose stools and break in aseptic technique resolved. The nurse believed that the event of bacterial peritonitis with culture positive for pseudomonas was not related to dianeal therapy. No causality statement was provided by the physician or for the events of loose stools and break in aseptic technique. This is the second of two reports from this reporter.

Manufacturer narrative:
(B)(4).the complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed